Event description:
While introducing the nail on the targeting device, the carbon fiber handle came away from the instrument. The doctor had to use a smaller nail which resulted in a looser fit.

Manufacturer narrative:
Summary of evaluation: the returned device is the old design. Design changes were instituted to improve the durability of the device.